Manufacturer narrative:
The handswitch was returned to the manufacturer for evaluation. Testing found that the hanger on the back of the switch was damaged. The reported damage would not affect the functionality of the unit.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the handswitch and the viewing station of the imaging system computer were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system shut down and restarted without prompt from the user. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.